Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify lost sensor alarm due to buttons not responding.

Event description:
The customer reported via phone call that they had an issue with their sensor. The customer kept getting lost sensor when they put in new sensor. Blood glucose value was 164 mg/dl at the time of the incident. Troubleshooting was performed and the customer was able to connect the transmitter to the sensor. The insulin pump will be returned for analysis.